Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. 510k: this report is for an unknown torque handle/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the torque handle was tested multiple times and each time it showed that it was out of tolerance. There was no patient involvement. This report is for an unknown torque handle. This is report 1 of 1 for (B)(4).